Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; outer insulation breached/cut.

Event description:
Attempted implant/not implanted/not used, evaluation, interference/noise. No patient complications have been reported as a result of this event.